Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patent gained weight making the flank placement of the stimulator uncomfortable. A pocket revision was completed to move the implant to the right buttocks. No other external or patient factors were known to have contributed to the issue. The issue was resolved at the time of the report. No device issues reported.